Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced initializing screen without manual restart. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download, data was unable to be downloaded due to perpetual rebooting. Functional testing was unable to be performed due to perpetual rebooting. The reported event of initializing screen without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)